Event description:
It was reported that during device check on a non-dependent and asymptomatic patient, premature battery depletion was observed. In (B)(6) 2016, device showed longevity estimate of 6 to 9 months. Device reached eri on (B)(6) 2016. Prior to device replacement, battery voltage was above eri. The device was explanted and replaced without any complications. The patient presented stable after the procedure.